Event description:
It was reported that the patient's right ventricular lead was dislodged. After x-ray imaging and further examination, the lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.